Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4. Ntw (lot: 30725a2070) was chosen for implantation. When the dilator was removed from the guide and the ntw was being advanced into the steerable guide catheter (sgc), air was observed in the left atrium. It is unknown how the air entered the device/anatomy. The sgc was steered down to the apical portion of the left ventricle and the air was aspirated out of the body .a replacement ntw (lot: 31204a2041) was implanted utilizing the same sgc successfully, reducing mr to trace. There were no patient symptoms or effects due to the air embolism. The patient was reported to be stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported air embolism. Air embolism is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as additional aspiration was performed to remove the air. There is no indication of a product issue with respect to manufacture, design, or labeling.